Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the catheter was implanted, the doctor did not get the catheter into the dura far enough. Then the catheter ¿would slide in the dead spaces of the epidural space¿. The patient outcome was unknown. The drug being used in the pump was unknown.